Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, with sensor and fingerstick glucose values in the 300¿350 mg/dl range despite apparent insulin delivery, and repeated supply and infusion site changes were performed using a 23-inch, 6 mm infusion set. Symptoms included elevated blood glucose. Outcomes included the need for multiple infusion set and supply changes and temporary difficulty achieving glycemic control, after which glucose levels improved. Investigation included guided troubleshooting of the infusion system, disconnection and priming to verify drops, repeated site changes, and follow-up monitoring. Investigation of this case revealed evidence consistent with partial insulin delivery or site absorption issues, as drops were only observed after 2.8 units during a tubing fill and the user reported historical difficulty with certain body locations likely due to scar tissue; no kinks, bends, or external leaks were observed and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion site or absorption-related factors rather than an identifiable device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.